Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number cc (B)(6). We received the sample for analytical testing, article 400446, batch 24043m01. The bottle contains about 80-90% content, there are no anomalies visible. The following parameters were tested: appearance: limit: clear, colorless. Result: complies. Ph-value: limit: 6.0-8.0. Result: 6.8: complies. Osmolality: limit: 10-25 mosm/kg. Result: 12 mosm/kg: complies. ID and assay of polihexanide: limit: 0.09 - 0.11 % g/g. Result: 0.10 %g/g: complies. Refractive index: limit: 1.3300 - 1.3400. Result: 1.3335: complies. Endotoxines: limit: < 1.0 EU/ml, result: <1.00 EU/ml: complies. Conclusion: all parameters were within the specification. Therefore, no device malfunction was identified. Measures: an additional sample was taken at the end of the filling process to determine the bacterial count. The additional sample was withing the specification. The instruction for use (IFU) of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan® wound irrigation solution, but this usually dissipates after a few minutes. Prontosan® wound irrigation solution can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In very rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2024 for prontosan solution were over 7.6 million. There is no evidence of a trend. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Patient had an anaphylactic shock when changing the dressing with prontosan. The following informations were provided on (B)(6) 2025: "I would like to inform you that we had another incident yesterday where a wet bandage with prontosan caused an anaphylactic reaction and even a case of resuscitation. We made a vigilance report in our pharmacy. Before the bandage change, the wound was rinsed with ringer's solution. - female patient; 51 years old - wound: decubitus sacral, grade 4 size: 70 x 40 x 55 mm, wound pocket - wound treatment until (B)(6) 2025 2xdaily with betadine 1:10 diluted wet dressings, on (B)(6), 2025 change to wet dressings with prontosan, the wound was rinsed with ringer's solution before prontosan was applied. Betadine: manufacturer: (B)(6). Ringer's solution: manufacturer: b.braun medication before the anaphylactic reaction : - 2xdaily aviral cream on lip - 2xdaily spasmo urgenin - 1xdaily betmiga during the anaphylactic reaction: - adrenaline - solu-medrol - tavegyl everything was administered intravenously. Unfortunately, I cannot provide a protocol of the monitoring on the ICU. The reaction began approx. 10 sec. After insertion of the 3rd prontosan-soaked gauze into the wound. Patient complained of warming of the hands and tingling, then feeling of heat and pressure in the chest, drop in blood pressure and shortness of breath. - no allergies were previously known - previous illnesses: paraplegia since 2010 with polytrauma and fractures." Information on the patient's current status was submitted on january 15th, 2025: "the patient is feeling better again and has recovered from the event."

Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number cc (B)(4). The instruction for use (IFU) of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan® wound irrigation solution, but this usually dissipates after a few minutes. Prontosan® wound irrigation solution can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In very rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2024 for prontosan solution were over 7.6 million. There is no evidence of a trend. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.